Event description:
The healthcare professional (hcp) called the neurosurgery clinic in 2008, and was notified that the patient expired from a probable blood clot; the site of the blood clot was unknown. The hcp reported that the cause of death was unrelated to the implanted system. The pump was used to deliver morphine sulfate.